Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the following. More than 8 years had passed since the equipment was manufactured. The electrical contacts of the output socket became unstable due to wear of the pins and locks of the output socket due to repeated use for a long period of time, or failure due to the user applying excessive force to the output socket. It is presumed that a scope communication error b30 occurred temporarily due to a problem in image transmission and communication between the endoscope and the video processor. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the scope communication error b30 was displayed and the endoscopic image was not displayed. The field service engineer checked the subject device at the user facility and found that the output socket needed to be replaced. The occurrence date of event is unknown. There was no report of patient injury associated with the event.